Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced sensor needle break. The customer reported no adverse event. The event involved product(s) mmt-7040a. Troubleshooting was performed and confirmed that sensor liner stayed on sensor base. No harm requiring medical intervention was reported. No product return was required for mmt-7040a.

Manufacturer narrative:
System is not accepting investigation findings code. Hence, mentioning it here. Type of investigation findings investigation conclusions 10 2522 4315 following our receipt of the one returned used sensor and performed visual inspection and found liner tape attached to sensor base instead of the pedestal as noted in the comments by the customer. No broken needle was observed during analysis. In summary, the customer complaint of the liner anomaly was confirmed. The liner remained with the sensor base and shows some misalignment due to the failure to peel off. The customer complaint of broken needle was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.